Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the alleged event. The cse replaced the psol. The unit passed extended self testing.